Event description:
On (B)(6) 2010, baxter (B)(4) product surveillance was notified of a complaint from a nurse regarding a leaking automated pd set w/cassette, lot# h09l22035, product code r5c4479c. The nurse reported that the cassette was placed in the homechoice and passed self testing. The patient proceeded, and noted that dianeal was leaking from the cassette. The nurse reported that the cassette was not sealed at the bottom. The process step, any report of patient injury or medical intervention, and availability of the sample for evaluation are unknown. On (B)(4) 2010, after following up with the nurse, the baxter sales representative indicated that the process step was during priming, prior to dialysis, therefore, there is no patient involvement. In addition, the patient did not save the sample, but may have a similar sample from the same box of cassettes if required. This can be requested from the dialysis unit. On (B)(4) 2010: the sale representative informed the product surveillance that the companion sample is available. Product surveillance arranged with the sale representative for the sample to be shipped to the manufacturing facility.

Manufacturer narrative:
(B)(4). No further information is available at this time. If the companion sample or evaluation results become available, a follow up report will be submitted.